Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual examination of the staple cartridge noted that one reload was pre fired with the interlock engaged. The proximal end of the reload adapter was broken. Visual inspection of the other returned product noted that the reload was fully fired with the interlock engaged. Staple pushers were flush with the cartridge. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. The clamping mechanism was deformed. Due to the noted damage on the reload with the broken adapter, functional testing was precluded. Functionally the second reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the bowed anvil, deformed anvil clamping mechanism, and partially flushed staple pushers may occur if: 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Additionally, the investigation detected a secondary condition of broken adapter that has no relationship to the reported condition. Replication of this condition may occur due to over flexure of the reload while attached to the instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection procedure, on the first firing, low battery was indicated when rectum resection was about to be performed, so the battery was replaced. But after that the reload became unusable, it was reported that it had a possibility of pre-firing. A new reload was used (2nd reload) but it was not used also because as reported "it was not good enough" in addition upon unloading, the second reload cannot be disconnected. They then removed the battery of the device and re-sterilized the device, after that the battery was re-inserted and the 2nd reload could be disconnected with no problem. The procedure was completed with another device. The surgical time was extended by less than 30 min. There was no patient injury.